Event description:
Through an obituary search performed by a company representative, it was found that the patient passed away on (B)(6) 2015. An automatic battery life calculation for patient's generator with available data shows that the device had 0 years remaining until neos = yes on (B)(6) 2011. Based on the available data, the device likely reached eos prior to patient's death on (B)(6) 2015. Patient was buried and it is unknown if the device was removed prior to burial. Patient's death certificate cannot be requested per state law. Patient's neurologist is unknown and therefore no additional relevant information has been received. An internal sudep evaluation was performed by the manufacturer which determined the death to be possible sudep.